Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to loose motor drive support disk. Unit was received with cracked case on the display window corners and broken reservoir tube lip. Noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed during rewind. Nothing further was reported.